Event description:
It was reported that cgm displayed error and customer required pump replacement. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return pump within 10 days, and was advised to program pump settings and reconnect cgm on replacement pump, while technical support arranged shipment of replacement pump and confirmed customer understanding of all instructions.